Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. As the tests strips were not returned within 30 days from the initial complaint retains were ordered for testing; retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter read inaccurately high compared to her feelings and/or normal readings and inaccurately erratic. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that she began to develop symptoms of ¿really low in my sugar and fell down¿ at an unspecified time on (B)(6) 2015. In response to her symptoms the patient reported that she attended the emergency room (ER) where she was treated with food and/or drink around 3-4pm. The patient reported that a blood glucose test was performed on the ER meter and a result of ¿70 mg/dl¿ was obtained. The patient claimed that she tested her blood glucose with the subject meter at 4:37pm and reported obtaining an alleged inaccurate high blood glucose reading of ¿204 mg/dl¿. At the same time the patient also reported obtaining blood glucose readings of ¿202 and 209 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan¿s criteria for precision. The patient manages her diabetes with insulin (self-adjuster). The patient claimed that prior to the onset of symptoms she took an increased dose of 15 units of humalog insulin on (B)(6) 2015 at 3:00pm in response to an unspecified blood glucose result obtained on the subject meter. The patient claimed she attributed the onset of symptoms to the subject meter. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing .the csr walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional (hcp) after taking an increased dose of insulin based on the subject meter result. The alleged meter issue could not be ruled out as a cause or contributor to the event.